Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, preimplantation and leak testing. However, it did not meet the requirements for reflux and pressure flow testing. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be obstructed and could not drain cerebrospinal fluid intraoperatively. According to the report, the device's flexibility was found to be poor. It was reported the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.